Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. During the evaluation, the technician confirmed no evidence of foam degradation, no particles in the air path there was five error code found. Evaluation method code grid, evaluation results code, component code and conclusion code grid has been updated.